Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. There was no reported impact to customer¿s blood glucose level. No additional details were reported for this event.

Manufacturer narrative:
On (B)(6), 2022 tandem diabetes care was informed of an update regarding the customer's pump issue: the customer did not experience an unresponsive touchscreen, but rather experienced a shattered touchscreen. The pump is not functional due to the touchscreen being unreadable. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.